Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 1:25pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate high readings. On the same day, the patient obtained an allegedly inaccurate glucose result of "478 mg/dl." The patient took 20 units of his bolus insulin, apidra, and reportedly developed symptoms that can be suggestive of hypoglycemia. According to his friend, the patient was talking to himself and was not responding at one point. The patient was given chocolate candy. When the patient was feeling better, he went to the pharmacy. The patient called lifescan from the pharmacy because he did not have a phone at home. The patient retested his blood glucose at the pharmacy obtaining a blood glucose result of "45 mg/dl." The patient was asymptomatic at the time of concern. The patient was not tested on any other meter. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, recent charges in insulin regimen/testing frequency, and readings obtained prior to the reported tissue. During troubleshooting, the customer care advocate (cca) verified that the unit of measurement was correct set to mg/dl, the patient was using the correct testing technique, the punctured area was cleaned appropriately, and the meter was reading the right side up. This complaint is being reported because the patient alleged he developed symptoms that can be suggestive of hypoglycemia after he took insulin based on the reported high meter reading. Replacement products were sent to the patient.